Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 8 years, 2 months due to stenosis. The patient presented with heart failure, shortness of breath and le edema. The explanted valve was replaced with a 33mm 11400m valve. The patient was taken to recovery post procedure.